Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the sheath detached into the patient. Reportedly, the detached piece was retrieved from the patient. The procedure was able to be completed successfully. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: device code 2907 captures the reportable issue of sheath detached. Block h10: investigation result a visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. The rx tunnel of the device was detached and not returned, which confirms the reported event. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have resulted in the failure reported; therefore, it is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the sheath detached into the patient. Reportedly, the detached piece was retrieved from the patient. The procedure was able to be completed successfully. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.